Event description:
Additional information was received, it was reported the representative met with the patient and noted patient was not correct in review of diaries and logs. Patient needed additional education about charging. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). Caller states they spoke with the pt today and the pt noted to caller that the pt uses stim intermittently so pt will sometimes have the ins off for several days. The caller said the pt indicated that pt saw the ins battery go from 100% to 50% within 3-4 days of having the ins off. Technical services(tss) reviewed that the pt should keep an eye on this, caller should check diagnostics next time they see the pt and potentially consider pulling the manufacturer's file. Tss to email rep. Tss emailed the rep " [this brand of ins] will deplete from 100% to 0% when off in 27 days. As I noted on the call, for me, this number seemed quicker than I would expect but that is the information pulled directly from engineering documents. That being said, the ins should not discharge 100% to 50% in 3-4 days. There is some 'wiggle room' here since, as you know, [this brand ins] rounds up to the nearest 10% (i.e. If ins is at 87% it will display as 90%). I would presume this is likely something that will be explainable if we track [the patient's] battery % over time. I will document the potential issue and the recommendations I gave on the phone still stand." No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.